Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went into a ventricular tachycardia (vt) arrhythmia after biventricular (biv) trigger pacing was delivered. It was suspected that this biv trigger pacing was the cause the arrhythmia. The field representative reprogrammed the device. The device remains in service. No additional adverse patient effects were reported. Additional information states that the biventricular (biv) trigger pacing was confirmed not to be the source of the ventricular tachycardia (vt) and the issue was resolved. The device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went into a ventricular tachycardia (vt) arrhythmia after biventricular (biv) trigger pacing was delivered. It was suspected that this biv trigger pacing was the cause the arrhythmia. The field representative reprogrammed the device. The device remains in service. No additional adverse patient effects were reported.